Event description:
Rptr had previous implants replaced in 1979 because of encapsulation of right breast. Her right breast again became encapsulated in 1983 and she had her implants replaced at that time. Rptr also states she has autoimmune disease, mixed connective tissue disease and myositis. (Also see 1001995.)